Event description:
It was reported that prior to an inferior vena cava filter placement procedure, the filter allegedly fell off and broke when flushing. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali femoral system products that are cleared in the us. The pro code and 510 k number for the denali femoral system products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was returned to the manufacturer for evaluation. One electronic photo was provided for review. The photo shows the package of the denali filter system. The package contains one pusher catheter, one dilator was inserted inside the introducer sheath and one filter inside the storage tube. Therefore, based on the photo review, the investigation could not be confirmed for the reported detachment of device or device component issue. During visual evaluation of the returned device, the filter was inside the storage tube and the legs were intertwined. The pusher wire was detached from pusher catheter and protruding from the inside of the filter storage tube. Therefore, the investigation is confirmed for the reported detachment of device or device component issue. A definitive root cause for the alleged detachment of device or device component could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2023), g3. H11: h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. The catalog number identified in section has not been cleared in the us but is similar to the denali femoral system products that are cleared in the us. The pro code and 510 k number for the denali femoral system products are identified. (Expiry date: 09/2023).

Event description:
It was reported that prior to an inferior vena cava filter placement procedure, the filter allegedly fell off and broke when flushing. There was no patient contact.